Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during setup the cartridge and connector leaked insulin at the ilet interface while attempting to fill the cartridge and 23 in 6 mm infusion set tubing, after which the user replaced the cartridge and connector and the leak resolved. Symptoms included hyperglycemia with a reported glucose of 210 mg/dl for approximately 30 minutes without ketone testing, backup therapy, medical intervention, or other assistance. Outcomes included no injury, no hospitalization, and no long-term effects. Investigation included complaint handling and replacement of the affected supplies with a request for the return of the faulty components. Investigation of this case revealed a product performance issue consistent with a leak at the cartridge-to-connector interface, with the affected components identified as the cartridge and connector. It was concluded, based on previously established findings for similar reports, that the cause was a component failure at the connection interface.